Manufacturer narrative:
(B)(4). The device was manufactured 06/10/2015-06/11/2015. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional flow rate testing was performed and passed successfully with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).the device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had air inside of its tubing, causing solution to be unable to flow out. This occurred after filling with an unspecified solution and before patient use. There was no patient involvement. No additional information is available.